Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
The device has been replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. A visual analysis of the returned device identified: opening curved on posterior, crease fold, wear abrasion and delamination of the plug strap disk shell leak test and microscopic analysis was performed which identified: striated opening on anterior and posterior, opening crease sharp on posterior and delamination of the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening, a striated opening on anterior and posterior assessed as surgical damage, and a delamination total of the plug strap disk shell (adhesive failure).